Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Healthcare professional confirmed there was no patient impact. Dose was discarded. No back-up device was available to continue infusion. No kinks, occlusions or visible defects in the tubing or reservoir were observed. The pump had no obvious physical damage.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a healthcare professional (hcp) who reported "the patient was connected to the blincyto on friday. When [patient] returned [1 week later], [patient] had 85 ccs left in the bag (confirmed with pharmacy) with a total of 25 cc delivered over the 7 days". Device operator was a patient. Medication being infused was blincyto. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.